Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged the ipg as recommended. The patient last felt stimulation three months ago and the programmer displays a communication error. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model. The patient reportedly receives effective stimulation therapy.